Event description:
It has been reported the device was damaged and may not be functioning as expected.

Manufacturer narrative:
The device functioned as expected but the enclosure had been damaged due to the user placing the device too close to a heat source.